Manufacturer narrative:
Evaluation method: medical review, device history report review. Evaluation result: per medical review: od: reportedly, single-piece collamer iol was stuck in the injector, during insertion, requiring intraoperative removal. No reported incision enlargement or any other tissue damage. According to the report, dated on (B)(6) 2015, the reason why the lens was not advancing through the cartridge was loading error. The same report stated that only injector had a patient contact not the lens. No reported postoperative sequelae. Device history report review: a review of the device history record reveals nothing in the manufacturing, inspection or packaging process records that suggests a contributory factor to the complaint. (B)(4).

Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Evaluation method: lens work order search evaluation results: a lens work order search revealed no similar complaint within the work order. A visual inspection of the returned product found the lens stuck inside nanopoint cartridge. There is no visible damage to the cartridge. There was evidence of clear surgical residue on product. User error caused or contributed to event: based on the complaint history, it was determined that the root cause of this event was due to loading error. (B)(4).

Event description:
The reporter stated the surgeon used a cc4204a collamer single piece lens with 22.00 diopter. Lens would not advance through the cartridge. The lens did not have patient contact, but there was contact with the cartridge. No injury to patient was reported. The cause of this incident was loading error.